Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, rota wire, grandslam, guide cath: hyperion 6f al1, bar1.5, finecross gt. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with moderate tortuosity, heavy calcification and 99% stenosis. A 1.20x6 mm rx mini trek balloon dilatation catheter (bdc) was prepped per the instructions for use and advanced; however, resistance was met with the lesion during advancement. The bdc was inflated for the first time when it ruptured at 4 atmospheres. The bdc was reported to be removed from the patient anatomy without any resistance. A non-abbott rotational atherectomy device was used. An unspecified larger bdc was then used to further dilate the lesion to ultimately deploy a xience xpedition stent to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.